Event description:
It was reported that during a superion indirect decompression system implant procedure the cap screw on the implant broke. The broken implant was replaced successfully and the patient was noted to be doing well post-operatively. The broken implant was retained by the facility and was not returned.